Event description:
It was reported that on (B)(6) 2023, a 27mm tailor flexible annuloplasty band was selected for procedure during a valvuloplasty. Once the band was implanted, the patient's mitral regurgitation did not stop. The decision was made to intraprocedurally replace the 27mm tailor flexible annuloplasty band with a 25mm epic valve. The 25mm epic valve was sized using a b1000 biocor/epic sizer set. It was noted during procedure that a tear in the posterior wall of the patient's left ventricle occurred when implanting the 25mm epic valve. The valve was successfully implanted. It was noted that the tear may have occurred due to the patient's small left ventricle and the height of the 25mm epic valve caused the stent to interfere/interact with the left ventricle. The tear was repaired. There was a 5 hour delay in procedure due to this event, but there were no adverse patient clinical signs or symptoms during or after this event. The patient status was reported as stable.

Manufacturer narrative:
An event of mitral regurgitation after implant and a tear in a ventricle was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field also indicated that it was possible that the cusp repair was inadequate and due to the small size of the ventricle, the posterior wall of the left ventricle was torn. Based on the information received, the cause of the reported incident could not be conclusively determined.